Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to the lens vaulting. Additional information has been requested but has not been received.